Event description:
It was reported that the ilet displayed alert 38 during a supply change and delivery was interrupted, consistent with a stalled motor and failure to infuse through the motor component; the user performed a dry run, replaced all supplies, and successfully resumed delivery, with blood glucose affected and peaking at approximately 300 mg/dl before trending down. Symptoms included hyperglycemia and headache. Outcomes included a delay to treatment or therapy. Investigation included communication with the user, interviews, and analysis of information provided by the user or a third party. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.